Manufacturer narrative:
(B)(4). Power loss alarm and low battery alarm confirmed in the long trace. Detail trace analysis confirmed the pump alarmed low battery and then alarmed power loss alarm was triggered when backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to connector resistance at electrical board. After disconnecting and reconnecting the internal battery connector at electrical board. Pump was monitored and functioned properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had low battery alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.